Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no specific cause of why the video pins were bent could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During inspection, the reported issue was confirmed; the middle connector pin was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera iii video system center had bent connector pins and the scope could not be connected. No further event information can be confirmed by customer. No adverse effects to patient reported.